Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. No share log data was available for review. The complaint confirmation of a transmitter failed error could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.